Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery was hot and the monitor was not working, however, the green light was on. There was no reported patient involvement.